Event description:
It was reported that the customer was unable to deliver a bolus due to an unknown cause. Customer's blood glucose (bg) level was 351 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.